Event description:
It was reported that "one of the electrode connectors for pacing was disconnected before use." Sales rep commented that probably #1 connector was disconnected. There were no patient complications reported.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results.

Manufacturer narrative:
One pacing catheter with monoject 1.5 cc volume limited syringe was returned for evaluation. No introducer was returned with the catheter. No blood was visible on the catheter. Customer report of "one of the electrode connectors for pacing was disconnected" was not confirmed. All pacing electrodes and connectors were intact and no damage was found. Continuity testing revealed that there was an open condition in the atrial distal line. A full open condition was found at the solder joint of the leadwire to the atrial distal electrode. The leadwire was continuous between the connector pin and 1 cm proximal of the atrial distal electrode. No blood or contamination was found inside the leadwire lumen. The rest of the electrodes were continuous without short conditions noted. The thermistor was submerged in a 37.0 c water bath and read 37.0 c on a vigilance ii monitor. The thermistor circuit was continuous and there were no open or intermittent conditions. The thermistor connector was opened and no visible inconsistencies were found. All through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No visible damage to the catheter body, balloon or returned syringe was observed. Continuity testing was conducted by connecting one test lead of a multimeter to an electrode connector pin and the other lead to the related electrode. Resistance was measured with a digital multimeter. The catheter tube was cut down between the atrial central and distal electrode to expose the leadwire for continuity testing. Temperature reading and continuity testing was performed with lab water bath monitored with a calibrated thermometer and vigilance ii monitor. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. Although the customer report of "one of the electrode connectors for pacing was disconnected" was not confirmed, a full open condition was found at the solder joint of the leadwire to the atrial distal electrode during evaluation. An investigation has been initiated to determine if the root cause is related to the manufacturing process and implement any necessary corrective actions.